Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the over discharge cannot be resolved and that it is permanent. Discussion of whether to remove or replace the ipg. Patient is discussing with physician; no update has been provided yet. No additional steps have been taken . The cause was because the patient neglected to utilize the device and properly charge it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they could not get the implant out of overdischarge as the time passed since the last depletion had exceeded 2 years. Since the implant is in an overdischarged state, rep has discussed with pt about potentially replacing the implant. Pt was still trying to determine if they wanted a replacement. The cause of the charging issue was due to the pt neglecting to charge the device for extended periods of time, and the implant was not faulty. The information has been confirmed with the hcp. On 2024-oct-08 e2 (rep): additional information was received from a manufacturer representative (rep). The rep reported that the over d ischarge cannot be resolved and that it is permanent. Discussion of whether to remove or replace the ipg. Patient is discussing with physician; no update has been provided yet. No additional steps have been taken . The cause was because the patient neglected to utilize the device and properly charge it.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had not been keeping the ins charged up. Patient stated he had not charged the ins for the past 5-6 months. Patient stated the reason he had not kept the ins charged was #1 they could not target new pain areas that came up since implant and #2 it took a long time to recharge the ins. Patient stated 3-4 hours since implanted. The patient reported they were in need of an MRI, but they could not get the ins into MRI mode because the ins was depleted. They had thrown their external equipment away years ago. Patient services reviewed MRI eligibility and redirected them to see their doctor to get an MRI eligibility form. On (B)(6) 2024, a healthcare provider (hcp) reported that the pt was in need of an MRI and the pt was telling them that the ins was dead. The hcp had no further information to provide. Then, on august 13, 2024, the pt called patient services reporting the same information already reported. They stated they stopped using the implant because they had constant problems charging the implant, and because it was not as effective as they had hoped. The pt stated this began 6-7 years prior. Patient services reviewed overdischarge, and redirected the pt to their doctor to schedule an appointment with a rep to try charging their ins. Patient services also sent an email to reps to make them aware that the ins likely needs to be restarted. On (B)(6) 2024, a manufacturer representative (rep) called technical services reporting that the pt had stopped using the therapy about 4 years prior because they didn't need to use the therapy for pain relief, thus abandoning the system. The rep reported the ins was likely in overdischarge. Additional information was received from the manufacturer representative (rep). Rep reported that they could not get the implant out of overdischarge as the time passed since the last depletion had exceeded 2 years. Since the implant is in an overdischarged state, rep has discussed with pt about potentially replacing the implant. Pt was still trying to determine if they wanted a replacement. The cause of the charging issue was due to the pt neglecting to charge the device for extended periods of time, and the implant was not faulty. The information has been confirmed with the hcp.